Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zkb00, was explanted from the right eye of a male patient because he was unhappy with the multifocal lens. A vitrectomy was performed and the replacement lens was from another manufacturer. The patient's outcome is fine. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in one piece. Visual inspection at 12x microscope magnification showed deep scratches on the posterior side of the lens. Considering the lens has been used, unable to determine how and when scratches occurred. Manufacturing records review: the manufacturing process record was evaluated and the lenses were manufactured and released within specifications. During manufacturing, all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.